Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified left anterior descending artery. Pre-dilatation was performed with a 2.0 x 12 mm unknown balloon catheter pressurized to 10 atmospheres. A 2.5 x 38 mm xience prime stent was implanted when a proximal edge dissection occurred. A 2.25 x 12 mm xience v stent was used to seal the dissection. The procedure was completed by post-dilatation was performed with a 2.5 x 8 mm unknown balloon catheter pressurized to 14 atmospheres. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.